Manufacturer narrative:
(B)(4). The manufacturer's field service engineer was able to duplicate the reported problem. The manufacturer's field service engineer replaced the backup battery to resolve this issue.

Event description:
The customer reported during a generator test, the unit powered off and did not switch over to back up battery mode. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device shut down while in use. No patient harm reported.